Manufacturer narrative:
(B)(4). Batch # r5ak5t. Investigation summary: the analysis results showed that one ecr60b reload was received partially fired 1/16. The returned reload was reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during an elective thoracoscopic lobectomy surgery, noted two staples fell off after firing. For the sake of the security, suture was used to oversew. There was no patient consequence reported. No additional information can be provided.